Event description:
It was reported that the patient was recently hospitalized due to an increase in seizures. The attending physician assessed that the vns settings need to be increased, but said physician did not have a programmer to do so. The patient's following neurologist for vns had previously assessed the increase as pseudoseizures; however, during the most recent hospitalization the seizures were assessed as epileptic per eeg. Attempts for further information have been made; no additional relevant information has been received to date.